Event description:
From the journal of cardiovascular electrophysiology (vol. 13, no. 8, august 2002), titled "circular mapping catheter entrapment in the mitral valve". According to the article, a biosense webster lasso catheter was used in the left atrium and pv ostia. Fluoroscopy confirmed that the circular spine of the lasso catheter was near the av valve ring and the tip was deflected toward the mitral valve when the catheter was withdrawn into the sheath. Intraoperative examination of the mitral valve apparatus showed the posterior leaflet was completely fail due to severing of two chordae tendineae and avulsion of the posteromedial papillary muscle near its base. Mitral valve repair could not be accomplished, and mitral valve replacement with a mechanical heart valve was required.

Manufacturer narrative:
The instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso 2515 variable circular mapping catheter in the left ventricle or valvular apparatus. The lasso 2515 variable circular mapping catheter is not recommended for use in the ventricles.